Manufacturer narrative:
(B)(4). A follow up MDR will be submitted following plant evaluation.

Event description:
A peritoneal dialysis registered nurse reported a patient encountered an air in the cassette error message during drain 3 of 4. The patient stopped the treatment and while removing the cassette/tubing set noticed a fluid leak. The pd nurse prescribed the patient antibiotics prophylactically. Upon follow up with the nurse and patient, it was determined the effluent was clear and the patient did not experienced any adverse events as a result of this incident. The patient used continuous ambulatory peritoneal dialysis (capd) to complete the treatment successfully while waiting for the new cycler to arrive.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for a physical evaluation and the complaint is confirmed. The actual sample was visually inspected. During decontamination of the sample, a leak from a pin size hole in the films of the cassette was visualized. No other issues were observed. The complaint lot number is unknown, thus distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.